Event description:
A falsely elevated advia centaur cp troponin ultra result was obtained by the customer and the result was questioned by the physician. The discordant sample was repeated and the result was positive. The patient was redrawn a few hours later and the result was negative. The original patient sample was rerun five times and the results were either positive or negative. The customer sent nine patient samples to the main laboratory for repeat testing on troponin, hcg and bnp. All of the troponin results were negative and the hcg and bnp results obtained were similar to the original results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant positive advia centaur cp troponin ultra result.

Manufacturer narrative:
The cause for the false positive advia centaur cp troponin patient results when compared to the new sample draw negative result and the main laboratory troponin negative test result is unknown. The did indicate that their quality control run on (B)(4) 2013 was out of range for troponin and bnp. No conclusion can be drawn. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instruction for use states in the quality control section for taking corrective action: " if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: 1. Determine and correct the cause of the unacceptable control results: a. Verify that the materials are not expired. B. Verify that required maintenance was performed. C. Verify that the assay was performed according to the instructions for use. D. Rerun the assay with fresh quality control samples, and confirm that quality control results are within acceptable limits before running patient samples. E. If the quality control results are not within acceptable limits, recalibrate the assay, and repeat step d. F. If necessary, contact your local technical support provider or distributor for assistance. 2. Repeat testing of patient samples before reporting results. Perform corrective actions in accordance with your established laboratory protocol."